Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant c-reactive protein IV on a cobas 8000 c702 module. The sample initially resulted in a crp value of 0.35 mg/l. The sample was repeated on a second analyzer, resulting in a crp value of 93.57 mg/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter street line 2 provided as, (B)(6). Medwatch field e1 phone number was provided as " (B)(6).

Manufacturer narrative:
The field service engineer determined there was air in a detergent pipe. Some tubing was re-routed and valves were replaced. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.